Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), autoimmune disorder ("autoimmune issues") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 841633-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, cobalamin deficiency, dyslipidemia, sleep disorder, parasomnia, migraine, hypertension, allergic rhinitis, non-alcoholic fatty liver, stress incontinence, neck pain, sciatica, pseudotumor cerebri, otitis media, adhd, bipolar disorder, carpal tunnel syndrome, uterine prolapse, tonsillectomy and gastric bypass. Previously administered products included for contraception: paragar iud; for an unreported indication: topiramate, multi-vitamin from 2011 to (B)(6) 2018, temazepam from 2011 to (B)(6) 2018, elmiron from 2016 to (B)(6) 2018, iron from 2011 to (B)(6) 2018, calcium from 2011 to (B)(6) 2018, gabapentin from 2016 to (B)(6) 2018, ziprasidone, fluconazole, rizatriptan, spiriva and cymbalta. Concurrent conditions included morbid obesity, urinary incontinence, frequency urinary, vaginal dryness and uterine prolapse. Concomitant products included prednisone since 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced abdominal pain lower ("pain from cramping / lower stomach pain") and back pain ("my back was hurting when standing"). On (B)(6) 2015, 4 years 2 months after insertion of essure, the patient experienced ovarian cyst ("cyst non cancer / cyst on my ovary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating /she was always bloated"), hypersensitivity ("allergic reactions"), fibromyalgia ("fibromyalgia") with arthralgia, irritable bowel syndrome ("ibs"), thyroid disorder ("thyroid problems") with fatigue and lethargy, female sexual dysfunction ("sex issues"), urinary tract infection ("frequent uti's"), nasopharyngitis ("cold"), hot flush ("hot flashes"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), memory impairment ("memory problems"), disturbance in attention ("unable to focus"), weight increased ("weight gain") and tooth fracture ("breaking a lot of my top teeth are gone"). The patient was treated with surgery (to remove the essure implant / bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, hypersensitivity, fibromyalgia, irritable bowel syndrome, thyroid disorder, female sexual dysfunction, urinary tract infection, nasopharyngitis, hot flush, depression, anxiety, tooth disorder, dysmenorrhoea, alopecia, memory impairment, disturbance in attention, ovarian cyst, vaginal discharge, weight increased, back pain and tooth fracture outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, autoimmune disorder, back pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, genital haemorrhage, hot flush, hypersensitivity, irritable bowel syndrome, memory impairment, menorrhagia, nasopharyngitis, ovarian cyst, pelvic pain, thyroid disorder, tooth disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), autoimmune disorder ("autoimmune issues") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 841633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, cobalamin deficiency, dyslipidemia, sleep disorder, parasomnia, migraine, hypertension, allergic rhinitis, non-alcoholic fatty liver, stress incontinence, neck pain, sciatica, pseudotumor cerebri, otitis media, adhd, bipolar disorder, carpal tunnel syndrome, uterine prolapse, tonsillectomy and gastric bypass. Previously administered products included for contraception: paragar iud; for an unreported indication: topiramate, multi-vitamin from 2011 to (B)(6) 2018, temazepam from 2011 to (B)(6) 2018, elmiron from 2016 to (B)(6) 2018, iron from 2011 to (B)(6) 2018, calcium from 2011 to (B)(6) 2018, gabapentin from 2016 to (B)(6) 2018, ziprasidone, fluconazole, rizatriptan, spiriva and cymbalta. Concurrent conditions included obesity, urinary incontinence, frequency urinary, vaginal dryness and uterine prolapse. Concomitant products included prednisone since 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced abdominal pain lower ("pain from cramping / lower stomach pain") and back pain ("my back was hurting when standing"). On (B)(6) 2015, 4 years 2 months after insertion of essure, the patient experienced ovarian cyst ("cyst non cancer / cyst on my ovary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating /she was always bloated"), hypersensitivity ("allergic reactions"), fibromyalgia ("fibromyalgia") with arthralgia, irritable bowel syndrome ("ibs"), thyroid disorder ("thyroid problems") with fatigue and lethargy, sexual dysfunction ("sex issues"), urinary tract infection ("frequent uti's"), nasopharyngitis ("cold"), hot flush ("hot flashes"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), memory impairment ("memory problems"), disturbance in attention ("unable to focus"), weight increased ("weight gain") and tooth fracture ("breaking a lot of my top teeth are gone"). The patient was treated with surgery (to remove the essure implant / bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, hypersensitivity, fibromyalgia, irritable bowel syndrome, thyroid disorder, sexual dysfunction, urinary tract infection, nasopharyngitis, hot flush, depression, anxiety, tooth disorder, dysmenorrhoea, alopecia, memory impairment, disturbance in attention, ovarian cyst, vaginal discharge, weight increased, back pain and tooth fracture outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, autoimmune disorder, back pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, hot flush, hypersensitivity, irritable bowel syndrome, memory impairment, menorrhagia, nasopharyngitis, ovarian cyst, pelvic pain, sexual dysfunction, thyroid disorder, tooth disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received - new events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fibromyalgia, ibs, thyroid problems, sex issues, fatigue, frequent uti's, cold, hot flashes, depression, lethargy, anxiety, dental problems, dysmenorrhea (cramping), hair loss, memory problems, unable to focus, cyst non cancer / cyst on my ovary, vaginal discharge, weight gain, pain from cramping, my back was hurting when standing, breaking a lot of my top teeth are gone" were added. Lot number was added. New reporter were added. Historical conditions and medication were added. Lab data was added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), autoimmune disorder ("autoimmune issues"), genital haemorrhage ("abnormal bleeding") and ovarian cyst ("cyst non cancer / cyst on my ovary") in a 42-year-old female patient who had essure (batch no. 841633- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, cobalamin deficiency, dyslipidemia, sleep disorder, parasomnia, migraine, hypertension, allergic rhinitis, non-alcoholic fatty liver, stress incontinence, neck pain, sciatica, pseudotumor cerebri, otitis media, adhd, bipolar disorder, carpal tunnel syndrome, uterine prolapse, tonsillectomy, gastric bypass, anxiety, obesity, obsessive-compulsive disorder and depression. Previously administered products included for contraception: paragar iud; for an unreported indication: topiramate, multi-vitamin from 2011 to (B)(6) 2019, temazepam from 2011 to (B)(6) 2019, elmiron from 2016 to (B)(6) 2019, iron from 2011 to (B)(6) 2019, calcium from 2011 to (B)(6) 2019, gabapentin from 2016 to (B)(6) 2019, ziprasidone, fluconazole, rizatriptan, spiriva and cymbalta. Concurrent conditions included morbid obesity, urinary incontinence, frequency urinary, vaginal dryness and uterine prolapse. Concomitant products included nitrofurantoin, prednisone since 2018, procaterol hydrochloride (pro-air), sulfamethoxazole;trimethoprim (bactrium ds), tocopherol, vitamin d nos (vitamin d) and ziprasidone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced abdominal pain lower ("pain from cramping / lower stomach pain") and back pain ("my back was hurting when standing"). On (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating /she was always bloated"), hypersensitivity ("allergic reactions"), fibromyalgia ("fibromyalgia") with arthralgia, irritable bowel syndrome ("ibs"), thyroid disorder ("thyroid problems") with fatigue and lethargy, female sexual dysfunction ("sex issues"), urinary tract infection ("frequent uti's"), nasopharyngitis ("cold"), hot flush ("hot flashes"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental problems"), alopecia ("hair loss"), memory impairment ("memory problems"), disturbance in attention ("unable to focus") and tooth fracture ("breaking a lot of my top teeth are gone") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy,unilateral salpingectomy on (B)(6)2015, bilateral salpingo-oopherectomy on (B)(6) 2015 and ophorectomy(bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, hypersensitivity, fibromyalgia, irritable bowel syndrome, thyroid disorder, female sexual dysfunction, urinary tract infection, nasopharyngitis, hot flush, depression, anxiety, tooth disorder, alopecia, memory impairment, disturbance in attention, ovarian cyst, vaginal discharge, weight increased, back pain and tooth fracture outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, autoimmune disorder, back pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, genital haemorrhage, hot flush, hypersensitivity, irritable bowel syndrome, memory impairment, menorrhagia, nasopharyngitis, ovarian cyst, pelvic pain, thyroid disorder, tooth disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event outcome dysmenorrhea( cramping) were updated. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), autoimmune disorder ('autoimmune issues'), genital haemorrhage ('abnormal bleeding') and ovarian cyst ('cyst non cancer / cyst on my ovary') in a 42-year-old female patient who had essure (batch no. 841633- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, cobalamin deficiency, dyslipidemia, sleep disorder, parasomnia, migraine, hypertension, allergic rhinitis, non-alcoholic fatty liver, stress incontinence, neck pain, sciatica, pseudotumor cerebri, otitis media, adhd, bipolar disorder, carpal tunnel syndrome, uterine prolapse, tonsillectomy, gastric bypass, anxiety, obesity, obsessive-compulsive disorder and depression. Previously administered products included for contraception: paragar iud; for an unreported indication: topiramate, multi-vitamin from 2011 to 2-jan-2020, temazepam from 2011 to 2-jan-2020, elmiron from 2016 to 2-jan-2020, iron from 2011 to 2-jan-2020, calcium from 2011 to 2-jan-2020, gabapentin from 2016 to 2-jan-2020, ziprasidone, fluconazole, rizatriptan, spiriva and cymbalta. Concurrent conditions included morbid obesity, urinary incontinence, frequency urinary, vaginal dryness, uterine prolapse, sciatica, otitis media, pseudotumor cerebri and vitamin d deficiency. Concomitant products included nitrofurantoin, prednisone since 2018, procaterol hydrochloride (pro-air), sulfamethoxazole;trimethoprim (bactrium ds), tocopherol, vitamin d nos (vitamin d) and ziprasidone. On (B)(6) 2011, the patient had essure inserted. In june 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In july 2011, the patient experienced abdominal pain lower ("pain from cramping / lower stomach pain") and back pain ("my back was hurting when standing"). On (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating /she was always bloated"), hypersensitivity ("allergic reactions"), fibromyalgia ("fibromyalgia") with arthralgia, irritable bowel syndrome ("ibs"), thyroid disorder ("thyroid problems") with fatigue and lethargy, female sexual dysfunction ("sex issues"), urinary tract infection ("frequent uti's"), nasopharyngitis ("cold"), hot flush ("hot flashes"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental problems"), alopecia ("hair loss"), memory impairment ("memory problems"), disturbance in attention ("unable to focus"), tooth fracture ("breaking a lot of my top teeth are gone") and tooth loss ("losing teeth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy,unilateral salpingectomy on (B)(6) 2015, bilateral salpingo-oopherectomy on (B)(6) 2015 and ophorectomy(bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, hypersensitivity, fibromyalgia, irritable bowel syndrome, thyroid disorder, female sexual dysfunction, urinary tract infection, nasopharyngitis, hot flush, depression, anxiety, tooth disorder, alopecia, memory impairment, disturbance in attention, ovarian cyst, vaginal discharge, weight increased, back pain, tooth fracture and tooth loss outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, autoimmune disorder, back pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, genital haemorrhage, hot flush, hypersensitivity, irritable bowel syndrome, memory impairment, menorrhagia, nasopharyngitis, ovarian cyst, pelvic pain, thyroid disorder, tooth disorder, tooth fracture, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: yes, (B)(6) 2012 and (B)(6) 2015 procedure used to remove your essure: supracervical hysterectomy (uterus only) and bilateral salpingooopherectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported from social media report- tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. New event: losing teeth was added. Medical history added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital hemorrhage ('abnormal bleeding') and ovarian cyst ('cyst non cancer / cyst on my ovary') in a 42-year-old female patient who had essure (batch no. 841633- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, cobalamin deficiency, dyslipidemia, sleep disorder, parasomnia, migraine, hypertension, allergic rhinitis, non-alcoholic fatty liver, stress incontinence, neck pain, sciatica, pseudotumor cerebri, otitis media, adhd, bipolar disorder, carpal tunnel syndrome, uterine prolapse, tonsillectomy, gastric bypass, anxiety, obesity, obsessive-compulsive disorder and depression. Previously administered products included for contraception: paragar iud; for an unreported indication: topiramate, multi-vitamin from 2011 to (B)(6) 2020, temazepam from 2011 to (B)(6) 2020, elmiron from 2016 to (B)(6) 2020, iron from 2011 to (B)(6) 2020, calcium from 2011 to (B)(6) 2020, gabapentin from 2016 to (B)(6) 2020, ziprasidone, fluconazole, rizatriptan, spiriva and cymbalta. Concurrent conditions included morbid obesity, urinary incontinence, frequency urinary, vaginal dryness, uterine prolapse, sciatica, otitis media, pseudotumor cerebri and vitamin d deficiency. Concomitant products included nitrofurantoin, prednisone since 2018, pyrocatecol hydrochloride (pro-air), sulfamethoxazole;trimethoprim (bactrium ds), tocopherol, vitamin d nos (vitamin d) and ziprasidone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced abdominal pain lower ("pain from cramping / lower stomach pain") and back pain ("my back was hurting when standing"). On (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder ("autoimmune issues"), abdominal distension ("bloating /she was always bloated"), hypersensitivity ("allergic reactions"), fibromyalgia ("fibromyalgia") with arthralgia, irritable bowel syndrome ("ibs"), thyroid disorder ("thyroid problems") with fatigue and lethargy, female sexual dysfunction ("sex issues"), urinary tract infection ("frequent uti's"), nasopharyngitis ("cold"), hot flush ("hot flashes"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental problems"), alopecia ("hair loss"), memory impairment ("memory problems"), disturbance in attention ("unable to focus"), tooth fracture ("breaking a lot of my top teeth are gone"), tooth loss ("losing teeth") and hemorrhagic cyst ("bleeding cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy,unilateral salpingectomy on (B)(6) 2015, bilateral salpingo-oopherectomy on (B)(6) 2015 and ophorectomy(bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, hypersensitivity, fibromyalgia, irritable bowel syndrome, thyroid disorder, female sexual dysfunction, urinary tract infection, nasopharyngitis, hot flush, depression, anxiety, tooth disorder, alopecia, memory impairment, disturbance in attention, ovarian cyst, vaginal discharge, weight increased, back pain, tooth fracture, tooth loss and hemorrhagic cyst outcome was unknown, the genital haemorrhage, vaginal hemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, autoimmune disorder, back pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, genital hemorrhage, hemorrhagic cyst, hot flush, hypersensitivity, irritable bowel syndrome, memory impairment, menorrhagia, nasopharyngitis, ovarian cyst, pelvic pain, thyroid disorder, tooth disorder, tooth fracture, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: yes, (B)(6) 2012 and (B)(6) 2015 procedure used to remove your essure: supracervical hysterectomy (uterus only) and bilateral salpingooopherectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported from social media report- tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet received. Events bleeding cyst , product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and ovarian cyst ('cyst non cancer / cyst on my ovary') in a 42-year-old female patient who had essure (batch no. 841633- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, cobalamin deficiency, dyslipidemia, sleep disorder, parasomnia, migraine, hypertension, allergic rhinitis, non-alcoholic fatty liver, stress incontinence, neck pain, sciatica, pseudotumor cerebri, otitis media, adhd, bipolar disorder, carpal tunnel syndrome, uterine prolapse, tonsillectomy, gastric bypass, anxiety, obesity, obsessive-compulsive disorder and depression. Previously administered products included for contraception: paragar iud; for an unreported indication: topiramate, multi-vitamin from 2011 to (B)(6) 2020, temazepam from 2011 to (B)(6) 2020, elmiron from 2016 to (B)(6) 2020, iron from 2011 to (B)(6) 2020, calcium from 2011 to (B)(6) 2020, gabapentin from 2016 to (B)(6) 2020, ziprasidone, fluconazole, rizatriptan, spiriva and cymbalta. Concurrent conditions included morbid obesity, urinary incontinence, frequency urinary, vaginal dryness, uterine prolapse, sciatica, otitis media, pseudotumor cerebri and vitamin d deficiency. Concomitant products included nitrofurantoin, prednisone since 2018, procaterol hydrochloride (pro-air), sulfamethoxazole;trimethoprim (bactrium ds), tocopherol, vitamin d nos (vitamin d) and ziprasidone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) of 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) and menorrhagia ("abnormal bleeding (menorrhagia) . In 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse), dysmenorrhoea ("dysmenorrhea (cramping) and vaginal discharge ("vaginal discharge"). In (B)(6) of 2011, the patient experienced abdominal pain lower ("pain from cramping / lower stomach pain") and back pain ("my back was hurting when standing"). On (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune issues"), abdominal distension ("bloating /she was always bloated"), hypersensitivity ("allergic reactions"), fibromyalgia ("fibromyalgia") with arthralgia, irritable bowel syndrome ("ibs"), thyroid disorder ("thyroid problems") with fatigue and lethargy, female sexual dysfunction ("sex issues"), urinary tract infection ("frequent uti's"), nasopharyngitis ("cold"), hot flush ("hot flashes"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental problems"), alopecia ("hair loss"), memory impairment ("memory problems"), disturbance in attention ("unable to focus"), tooth fracture ("breaking a lot of my top teeth are gone"), tooth loss ("losing teeth") and haemorrhagic cyst ("bleeding cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy,unilateral salpingectomy on (B)(6) 2015, bilateral salpingo-oopherectomy on (B)(6) 2015 and ophorectomy(bilateral removal of ovaries). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension and weight increased had not resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the autoimmune disorder, dyspareunia, hypersensitivity, fibromyalgia, irritable bowel syndrome, thyroid disorder, female sexual dysfunction, urinary tract infection, nasopharyngitis, hot flush, depression, anxiety, tooth disorder, alopecia, memory impairment, disturbance in attention, ovarian cyst, vaginal discharge, back pain, tooth fracture, tooth loss and haemorrhagic cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, autoimmune disorder, back pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, genital haemorrhage, haemorrhagic cyst, hot flush, hypersensitivity, irritable bowel syndrome, memory impairment, menorrhagia, nasopharyngitis, ovarian cyst, pelvic pain, thyroid disorder, tooth disorder, tooth fracture, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: yes, (B)(6) 2012 and (B)(6) 2015 procedure used to remove your essure: supracervical. Hysterectomy (uterus only) and bilateral salpingooopherectomy . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.5 kg/sqm. Hysterosalpingogram on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported from social media report- tooth loss . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Reporter were added. Outcome of event- pelvic pain and weight gain updated not recovered from unknown. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), autoimmune disorder ("autoimmune issues") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), arthralgia ("hip pain") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, dyspareunia, abdominal distension, arthralgia and hypersensitivity outcome was unknown. The reporter considered abdominal distension, arthralgia, autoimmune disorder, dyspareunia, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.